Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause for both events cannot be determined. The event can be detected/prevented by following the instructions for use in: gif-xz1200 instruction manual operation section: ¿for safe use_ handling and general precautions¿ cleaning/disinfection/sterilization section: ¿chapter 5 reprocessing of endoscopes (and accessories reprocessed together). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that, during the device evaluation, the subject device's exhibited foreign material within the air/water nozzle. Additionally, a scope communication error e226 and e315(incompatible scope) was observed. There was no patient involvement.